Event description:
It was reported that the customer experienced high blood glucose levels of up to 400 mg/dl. The customer went through a heart procedure. His most current blood glucose level was 141 mg/dl. The customer also reported he received a weak signal alarm and a lost sensor alarm. A high pressure test was performed two times and failed both times. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the functional test including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was monitored with the test transmitter and a glucose sensor simulator. No unexpected weak signal or lost sensor alarms were noted. A cracked reservoir tube lip and cracked battery tube threads were noted. The insulin pump communicated properly with the test blood glucose meter and no communication anomaly was noted.